Event description:
It was reported to lifecell that post recurrent hernia repair, the (B)(6) female patient presented with a large abscess and the recurrent hernia in the area that was repaired on (B)(6) 2014. On exploration, the surgeon observed that the strattice mesh was infected and had basically disintegrated. The surgeon removed the remainder of the strattice mesh and washed out the area. Primary closure was completed with no mesh in place. The patient's condition is stable. Note: lifecell has elected to submit this initial MDR via fedex on (B)(6) 2015 after experiencing impaired connectivity issues with the electronic submissions gateway. The esg help desk was contacted for support.

Manufacturer narrative:
Our investigation of lot sp100050 includes: evaluation method: review of the information as reported, the device history records, and the lifecell complaint system for deviations or any other complaints reported to lifecell against devices distributed from lot sp100050. Evaluation results: review of the device history records revealed no deviations during the production of lot sp100050 that may be associated with the event. Lot irradiation doses were within process parameters. The lot met acceptance criteria for qc release, including mechanical testing results. As of (B)(6) 2015, from the (B)(4) devices released to finished goods for lot sp100050, (B)(4) devices have been distributed with 107 devices that were reported to be implanted. As of (B)(6) 2015, no other similar complaints have been reported to lifecell against lot sp100050. Evaluation conclusion: based on our internal investigation into the lot processing history with no deviations in association with the event, the lot met qc criteria for product release. No other complaints were reported to lifecell against the lot. We conclude that the event is unlikely related to the strattice mesh. Patient factors including a history of other surgeries, post operative infections, stoma, diabetes, and obesity likely contributed to the event.

Manufacturer narrative:
Our investigation of lot sp100050 includes: method: review of the information as reported, the device history records, and the lifecell complaint system for deviations or any other complaints reported to lifecell against devices distributed from lot sp100050. Results: review of the device history records revealed no deviations during the production of lot sp100050 that may be associated with the event. - lot irradiation doses were within process parameters. The lot met acceptance criteria for qc release, including mechanical testing results. (Follow up 1) as of 05/26/2015, from the (B)(4) devices released to finished goods for lot sp100050, (B)(4) devices have been distributed with (B)(4) devices that were reported to be implanted. (Follow up 1) as of 05/26/2015, no other similar complaints have been reported to lifecell against lot sp100050. (Follow up 1) evaluation conclusion: based on our internal investigation into the lot processing history with no deviations in association with the event, the lot met qc criteria for product release. No other complaints were reported to lifecell against the lot. We conclude that the event is unlikely related to the strattice mesh. Patient factors including a history of multiple ventral hernia repairs with mesh and multiple recurrences, ulcerative colitis, post operative infections, stoma, diabetes, and obesity likely contributed to the event. Device not returned for evaluation.

Event description:
As initially reported, the (B)(6) female patient presented with a large abscess and recurrent retrorectus hernia in the area that was repaired on (B)(6) 2014. On exploration, the surgeon observed that the strattice mesh was infected and had basically disintegrated. The surgeon removed the remainder of the strattice mesh and washed out the area. Primary closure was completed with no mesh in place. The patient's condition is stable. As per follow up, patient presented with large anterior abdominal wall seroma in (B)(6) 2015 status post recurrent hernia repair. Patient presented with elevated wbc, tachycardia, and mild hypotension, on (B)(6) 2015. Patient was started on broad spectrum antibiotics, observed overnight, subsequently transferred to operating room on (B)(6) 2015 for incision, irrigation and drainage of abdominal wall abscess. 700ml of thick purulent fluid was obtained. Previous ostomy, which was closed with a suture to control leakage during the procedure was removed and a new appliance was placed. Drains were sutured, covered, and taped. Patient emerged from general anesthesia without incident and transferred to pacu in stable condition. Lifecell had elected to submit the initial MDR via (B)(6) on 05/14/2015 after experiencing impaired connectivity issues with the electronic submissions gateway. The esg help desk was contacted for support.